Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, it was mentioned that transseptal puncture was performed without any issue. Slow constant flow blood leak was noted from the proximal end after transseptal puncture when the dilator was removed to exchange for mapping catheter. Blood was not more than 15 fluid ounces. Very minimal but noticeable. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, it was mentioned that transseptal puncture was performed without any issue. Slow constant flow blood leak was noted from the proximal end after transseptal puncture when the dilator was removed to exchange for mapping catheter. Blood was not more than 15 fluid ounces. Very minimal but noticeable. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath found the external valve was torn by its center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Device history record (DHR) review: the DHR for cl14440 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed referencing an inadequate valve seal. The maximum severity associated with this event is a 2 based on the information provided within the event description. The sheath was replaced, and the procedure was completed without patient complications. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "cause traced to device design" conclusion code was assigned to the allegations of "leak." Tears were found on the external hemostatic valve by its center slit, compromising the valves' ability to seal pressure and fluid within the sheath.